Event description:
During a therapeutic urological procedure, they pulled on the suture of this stent and the stent broke in half. The procedure was completed successfully with another stent and with no pt complications.